Event description:
It was reported, the subject device displayed a cloudy image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the investigation is ongoing. Follow-up in progress to obtain additional information regarding the event. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being submitted to provide additional information from the customer and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue of ¿cloudy¿ image. The subject device was inspected, and the issue was confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the information obtained from this complaint and the results of the investigation, the probable cause was cable failure. The cause of the cable failure could not be identified based on the information obtained from this complaint and the investigation results. Olympus will continue to monitor field performance for this device.

Event description:
Olympus further received information that the intended procedure was completed with a similar device.